Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient¿s ipg was inoperable due to failure to recharge the ipg. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.